Event description:
Caller reported an alarm 2 related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various corrective actions, including disconnecting tubing, tightening connections, and delivering boluses to address the occlusion problems. The caller successfully completed a bolus after following instructions, and it was resolved that the customer would replace supplies as necessary and resume insulin therapy.